Event description:
It was reported that, "a male experienced a full cardiac arrest. The firemen attempted to administer cardio-conversion and using this multi-function defib pad and a lifepak defibrillator. The lifpak would not allow them to proceed past the "connect electrode" message. The transport ambulance arrived and they too had a lifepak defibrillator. The defib pad was plugged into this defibrillator and the same problem occurred. They were unable to cardio-convert due to the "connect electrode" message. A medtronic defib pad was then placed on to the patient and the were able to successfully cardio-convert."

Manufacturer narrative:
The actual defib pad in being retained by the fire department. At this time they have ignored our request to have a team of engineers' examine the device and conduct non-destructive testing in their presence. I requested a review of the production records by the manufacturer. They have submitted a written report to me that shows the product was made to specification in a controlled environment. If the we should be allowed to examine the pad and additional information becomes available. I will re-open the complaint and I will file a supplemental report. At this time we feel the investigation is complete and the complaint will be closed.